Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall approximately four months ago, and began experiencing diaphragmatic stimulation after the fall. Reprogramming was attempted but the only vectors that did not have stimulation, had really high capture thresholds. The left ventricular (lv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.